Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1) 1.9 inr/2.4 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 883a, expiration date 11/30/2010). (B) (4)